Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk), the device would not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.